Event description:
Patient tested on suspect device result was 1.2 inr. Lab inr was 2.0. Controls had never been used on the system. The device was replaced and requested to be returned for evaluation.